Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal pump replacement procedure due to eri (elective replacement indicator) following pump explant when the surgeon tried to pull back csf (cerebrospinal fluid) before the new pump was attached to it and could not get any fluid back. When the catheter was traced till the anchor it was observed to be not in the intrathecal space. A newcatheter was then implanted. There were no patient symptoms/injuries related to this event. Patient status at time of this report was stated to be ¿alive - no injury/no adverse event¿. Drug delivered via the device was dilaudid.

Manufacturer narrative:
(B)(4).